Event description:
A 50-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2026, the patient informed novocure that she frequently experienced skin irritation, which led to temporarily discontinuing optune gio therapy for several weeks. The patient had been in contact with the healthcare provider (hcp) and attempted multiple interventions, including the use of barrier spray, cortisone cream and laser treatment to the scalp; however, these measures did not provide relief. The patient indicated resuming optune gio therapy at a later date. Multiple attempts were made to contact the prescribing physician; however, no response was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).